Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole - doctor "deployed a 5mm bag to capture the gallbladder." Doctor "typically uses the applied 10mm bag, but the staff accidentally pulled a 5mm bag for this case and didn't realize it. After deploying the 5mm bag, the tip of the bag did not unroll, so he removed the introducer and bag from the trocar. He acknowledged that the bag looked different from what he normally uses, which is why he was caught off guard. The staff then opened a second 5mm bag for him to use, not realizing they should have opened a 10mm bag instead. This time, when" doctor " deployed the second 5mm bag, the bag came off of the metal jaws. In am not sure if this happened before or after he pulled the plunger back to close the bag." Doctor "then removed the introducer and bag and used a 10mm bag to capture the specimen. He had no issues with the 10mm bag. No applied medical reps were present at this case to assist him." Patient status - "unk".

Manufacturer narrative:
The event product was returned to applied medical for evaluation. Upon inspection, engineering noted that the device showed no visible non-conformances. . The root cause of the customer's experience is likely due to retracting the deployment mechanism prior to full deployment. If the device is retracted prior to full deployment, the supports may retract away from the tissue bag and cause the tissue bag to fall off the supports when deployed. Per the instructions for use (IFU), the customer should "hold the inzii retrieval system in an upright position and push the thumb ring forward to deploy and advance the rim of the bag into the body cavity. The thumb ring must be pushed completely forward until it has reached its advancing endpoint, which is indicated by a stop." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.